Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was no clicking sound heard of the white knob when the physician was connecting the implantable cardioverter defibrillator (ICD) to the right ventricular (rv) lead, and the rv lead could not be stabilized. After several attempts the device could not be fixed stably with the lead. A grommet/setscrew problem with the header of the ICD was suspected. The ICD was removed. A new ICD was implanted, of which the ICD and lead were successfully connected and all the measured parameters were good. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.